Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The meter was found to have a pcb contamination and a corroded battery contact. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k082590.

Event description:
On (B)(6) 2011, the lay user/patient's mother contacted lifescan (lfs) alleging that the patient's onetouch ping meter was displaying the "error 1" message. The complaint was classified based on the customer care advocate (cca) documentation. The patient's mother reported the alleged issue began at school on (B)(6) 2011 at 8:00am. The mother informed the cca that the patient manages her diabetes with an insulin pump. The mother claimed 4 hours after the alleged issue began, the patient reportedly felt shaky, unwell, and developed a headache. In response to the alleged issue and the reported symptoms, the mom indicated the patient administered an increased dose of insulin (type/dose unknown). It is not known at the time of the alleged issue if the patient tested on another blood glucose device. At the time of troubleshooting, the cca noted the patient was not a first time user. The alleged issue was not resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.